Event description:
Had temporary silastic sheeting implanted in tmj joints in 2004. The silastic has fragmented and discs are failing. Oral surgeon who implanted temporary sheeting decided not to remove it, so it is still in today. Developed osteochondroma (tumor) on left side of the joint. Also suffering from swallowing issues, nodules in lungs, chemical sensitivity, severe migraines, skull pain, movement disorders, nerve impingement issues, kidney failure and balance problems. On disability due tot all of these medical issues